Event description:
It was reported that the patients ipg would not connect after the patient underwent a lead revision. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.